Event description:
Upon opening the package, a crack was found running down the side of the 10ml syringe. Unaware of the crack, the nurse pushed saline, which leaked. Later in the day, she opened a second syringe which was cracked- this syringe was not used.